Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with use of the adc device. Customer received a sensor reading of 394 mg/dl compared to reading of 54 mg/dl obtained on the competitor meter. Customer experienced sweating, dizziness, blurred vision and loss of consciousness and required treatment of oral glucose by their parent. Ambulance was called and a reading of 45 mg/dl was on their meter and customer was treated with glucose serum. There was no report of death or permanent impairment associated with this event.